Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 530 mg/dl. Customer was treated with insulin pump. Customer had nausea and positive ketone test. Customer was not using auto mode. Customer had blood glucose levels of 89, 331 and 100 to 110 mg/dl. Customer did not allege insulin pump for under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will not be returned for analysis.